Event description:
It was reported that patient is experiencing a charge frequency issue. They stated that it doesn't seem like the implant keeps a good charge. Caller stated they charged a "whole bunch" yesterday and today the implant is now dead. Caller placed the wireless recharger over their implantable neurostimulator (ins)  and they connected successfully right away. Caller did not have their handset with them at the time of the call (could not check charge quality). Caller will call back with equipment for further troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.